Manufacturer narrative:
(B)(4). The device was not returned for analysis; however, images were received and reviewed by abbott vascular senior medical advisors, who noted that the images support the reported gripper actuation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to patient morphology/pathology. The reported gripper actuation issue that occurred after the procedure, when the device was removed from the patient, appears to be a result of user technique used during the demonstration. Lastly, the reported suspected tissue damage appears to be a result of procedural conditions, and due to the grasping attempts performed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the tissue damage and gripper actuation issues. It was reported that the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) of mr grade 3-4 to 4. Two jets were noted. One clip was implanted without difficulty, at the lateral side of the anterior 2/posterior 2 (a2/p2) leaflet segment. The mr was not reduced and it was decided to implant a second clip. There were multiple attempts made to place the second clip, which was to be placed lateral to the first clip. The clip was able to grasp the leaflet, and leaflet assessment was performed. It appeared that there was a good grasp, but the jet was still present and the mr was not reduced. There was some difficulty noted grasping the anterior leaflet, due to the patient anatomy, but the physician did not feel that he could go more lateral due to the patient anatomy. The clip was not implanted and was removed without difficulty. The procedure ended with one clip implanted and the mr unreduced. The patient was in stable condition post procedure. After the second clip was removed from the patient anatomy, the physician was demonstrating the device to another physician. It was noted that one gripper was down and one was up. The clip was unlocked at the time. Post procedure, the echo images were reviewed, and the echosonographer noted that there appeared to be a tear on the anterior leaflet. It was thought that the tear was possibly caused by a gripper during attempts to place the second clip. However, it could not be verified. No additional intervention was performed to treat the leaflet tear. No additional information was provided.